Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon attempting to deploy sensor, patient claimed applicator came apart from sensor pod and sensor wire was removed from applicator.